Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: three static images were provided for review. No patient summary was provided for review of patient anatomy. Imaging of the valve load shows an acceptable load. There is an image of pre-valvuloplasty with a ¿waist¿ meaning not full expansion of valvoplasty balloon. Image of medtronic bioprothestic valve is shown with constraint noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, in a patient with severe calcification of the tricuspid valve and a gradient of 100 mm hg on the aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic balloon. Valve deployment was attempted; however, the valve frame was severely under expanded. The valve was recaptured and redeployed, but the valve frame did not expand as expected. It was reported that the calcified tricuspid valve contributed to the valve under expansion. The valve was recaptured and the delivery catheter system was withdrawn from the patient. A non-medtronic valve was successfully implanted. No adverse patient effects were reported.